Event description:
The patient was referred to for closure of a ventricular septal defect (vsd) created following a myomectomy of the ventricular septum. The periventricular approach was used. The chest was opened by the cardiac surgeon and tee and epicardial echocardiography was used to evaluate the nature and size of the defect. The static measurement of the defect was 7mm. A 10mm amplatzer® muscular vsd occluder (muscvsd) was attempted for placement in the defect but pulled through the defect. At this time an 18mm muscvsd was selected and placed in the patient. Following careful evaluation the muscvsd was released. Approximately 10 minutes following release of the muscvsd, it embolized to the left pulmonary artery (lpa). The patient was then converted to cardiac bypass, and the muscvsd was retrieved by the cardiac surgeon from the lpa. The septal defect was then closed surgically.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully. The amplatzer muscular vsd occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. No additional information has been received at this time.